Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use. During the procedure, the stent was successfully deployed. However, post deployment, it was noted that there was resistance during system retrieval. It was suspected that the delivery system caught at the distal end of the stent. Re-sheathing the outer body up to the distal tip was attempted to retrieve, but resistance was still felt. The fwez, with the filter not retracted, was advanced through the stent up to its proximal end, pulled into the guide catheter, and removed together with the wallstent. The retrieval was successful even though there was resistance felt. The procedure was completed as is. It was considered that the lumen may have been crushed during manipulation. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only.

Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use. During the procedure, the stent was successfully deployed. However, post deployment, it was noted that there was resistance during system retrieval. It was suspected that the delivery system caught at the distal end of the stent. Re-sheathing the outer body up to the distal tip was attempted to retrieve, but resistance was still felt. The fwez, with the filter not retracted, was advanced through the stent up to its proximal end, pulled into the guide catheter, and removed together with the wallstent. The retrieval was successful even though there was resistance felt. The procedure was completed as is. It was considered that the lumen may have been crushed during manipulation. There were no patient complications as a result of this event.